Manufacturer narrative:
The completed analysis indicated that one opened sample of part number 8229307 from lot number 0213848682 was returned with a residue consistent with biological contaminants on the device. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Functionally, the cuff was fully deflated then inflated with 20cc of air and then submerged in water (to identify any air bubbles / leak). Pressure was applied for 1 minute, and there was no evidence of a leak at which point the 20cc of air was removed. The electrode wires were all within their respective lumens. There was no evidence of improper manufacturing and therefore it has been ruled out as a likely cause. The information most likely indicates only a perceived issue or malfunction, such as leaving the syringe attached to the inflation assembly which would have pushed the air back into the syringe. The complaint was not substantiated, and there was no out of specification condition as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported information indicates that the electrode wire managed to come out of the lumen and puncture the cuff/inflation assembly of the emg tube.

Manufacturer narrative:
A product analysis is not available; the device has not been returned, and the product has not been evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported information indicates that the electrode wire managed to come out of the lumen and puncture the cuff/inflation assembly of the emg tube.